Manufacturer narrative:
An investigation was performed for alinity I tsh reagent lot 30385ud00. A review of tickets was performed and determined the reagent lot performs as expected for this product. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Accuracy testing for reagent lot 30385ud00 was completed using panels which mimic patient samples using an in-house retained kit stored at the recommended storage condition. All specifications were met indicating that the lots are performing acceptably. A review of the product quality history for the lot number using search of the corrective and preventive actions (CAPA) system did not identify issues associated with the customer¿s observation. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the alinity I tsh reagent lot 30385ud00 was identified. This event was additionally submitted via 3005094123-2022-00026 under a different suspected medical device lot.

Event description:
The customer questioned alinity I tsh results for one patient. The following was provided: (B)(6) - (B)(6) 2021 - initial result generated with tsh reagent lot 30385ud00 was 0.039 miu/l, new sample tested at a later date lid (B)(6) result 0.315 miu/l, new sample collected, tested and questioned however not provided by the customer. The results were reported out of the lab and were questioned by the physician. No impact to patient management was reported.

Manufacturer narrative:
Multiple sids were assigned to the same patient . No patient demographic information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.